Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported healing abutment for evaluation. Visual evaluation and a functional test were performed, the returned encode healing abutment has signs of use, and was identified as reported. The encode healing abutment was returned with the bundle screw, outside of its packaging and the outer packaging box showed the tamper seal was already broken. An in-house implant engaged and disengaged with the eha abutment as intended. The event is non-verifiable as the product was used, and without the return of all devices involved. DHR review was completed for the subject lot number 1269988. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269988 for similar events and 1 other relevant complaint(s) was identified. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. The returned abutment showed signs of use, however, it met specifications and seated with an in-house implant as intended. The reported event was non-verifiable since the condition of all reported devices (abutment and implant) received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the second operation, the inner surface of the healing abutment interfered with the implant's external hex part and prevented it from fitting . The treatment was completed using a different healing abutment.